Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited increased impedance. Noise was also observed during provocative testing. On (B)(6) 2018, a chest x-ray was performed, however, no visible lead fracture was observed. A lead fracture was still suspected. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A fracture, stretched inner coil, and bent lead were noted at 17.6 cm from the pin. Bench testing observed out of range pacing lead impedance. The cause of the reported events was isolated to the bent lead and fractured inner coil.